Event description:
It was reported that the mcs tip cover came off while the instrument was being removed and fell into the patient. On 01/08/2015, an intuitive surgical, inc (isi) representative contacted the site. It was indicated that the mcs instrument tip cover accessory was visualized and retrieved right away with an endoscopic grasper, no larger or additional incisions were made. The tip cover has been disposed of and is not being returned to isi. There was no injury to the patient and the patient recovered well. No ultrasound or x-ray was performed. The planned procedure was completed.

Manufacturer narrative:
The tip cover instrument accessory will not be returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: the tip cover instrument accessory allegedly fell into the patient and was retrieved using a endoscopic grasper during the same procedure. No additional medical intervention was necessary.